Event description:
It was reported during the permanent procedure to implant the patient's scs system, the patient became unresponsive. The physician removed the device from the patient, and the procedure was abandoned. The patient was sent to the ER. Follow-up identified the patient was still in the hospital as of (B)(6) 2015.

Manufacturer narrative:
The report was inadvertently reported as a "malfunction" instead of "serious injury". Manufacturer¿s evaluation: the returned product was not analyzed as the product was returned for disposal. There was no alleged device deficiency/failure to meet specification. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.